Event description:
It was reported that during a procedure at the user facility the core impaction drill overheated while in the mouth of the patient. The procedure was completed successfully using back-up equipment with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The failure for heat was confirmed through disassembly and visual inspection. Through visual inspection, the driveshaft assembly was corroded.

Manufacturer narrative:
Attempts are being made to obtain additional information from the user facility. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete.

Event description:
It was reported that during a procedure at the user facility, the core impaction drill overheated while in the mouth of the patient.